Event description:
This report is based on information provided by the service bench engineer that was investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging port was physically damaged with the center pin is missing. This physical damage was observed at the bench. There were no patient impact and no harm as the device was at the bench at the time.